Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for iron2 on a cobas 8000 c 702 module. The initial result was 951 ug/dl. The repeat result was 58 ug/dl.

Manufacturer narrative:
The c702 module serial number was (B)(6). Calibration was acceptable. Qc data was unstable but was acceptable on the day of the event. Frequent "abnormal aspiration" alarms and many sample pipetting issues were observed on the alarm trace data. The investigation is ongoing.

Manufacturer narrative:
The customer used a sample volume of 3 ml; the target volume was 8 ml. The customer used a clotting time of +/- 120 minutes. The customer used a centrifugation time of 5 minutes at 3728 revolutions per minute (rpm). This time may be too short. Based on the information provided, a general reagent issue can be excluded as calibration and qc were acceptable. The investigation determined the event was consistent with a preanalytical handling issue.